Manufacturer narrative:
There was no damage to the transfer set. The transfer set was found to be blocked and no solution could flow through the set. One actual device was received for evaluation. Visual inspection was performed which noted a loose chip (separation of mainbody and twist sleeve from dark blue female connector). There was no evidence of solvent on the loose chip or dark blue connector, but there was evidence of solvent on the light blue man body. Functional testing, including clear passage testing and clamp function testing were performed with no issues noted. The reported issue of no flow was not verified. The reported connection issue was verified. The cause of the connection issue was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the transfer set was damaged, and there was a loose connection tip from the twist clamp of the transfer set. This issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.